Event description:
During a delivery of a second coil (n-3-8-t10) in a posterior communicate artery aneurysm (right side). After half to less than half of the coil was placed, respositioning was attempted. During repositioning the coil stretched approx 8-10 cm into the carotic artery. Due to the location of the stretched coil, the coil was manually broken rather than electrolytically detached and left in the parent artery. The pt was heparinized overnight and the status was reported as `good'. However, on follow up, it was reported the pt experienced a stroke relating to the coil in the parent artery.